Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of pipeline flex pushwire detachment during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the basilar artery. The aneurysm max. Diameter was 4mm and neck diameter was 4mm. Vessel tortuosity was described as minimal. The devices were prepared as indicated in the IFU. It was reported that during the procedure, the pipeline flex was deployed successfully. During recapture of the delivery system, the microcatheter was advanced through the pipeline flex braid at which time the wire became detached inside the catheter. The detached portion of the delivery system (from the proximal bumper to the tip coil) remained in the left posterior cerebral artery. Two additional pipeline devices were placed to secure and cover the entire detached wire. The post-procedure angiographic result was reportedly good; the basilar artery and left pca were patent. The patient has not experienced any symptoms or complications.